Event description:
Customer reported seeing smoke from the pyxis anesthesia device. No pt or user was harmed.

Manufacturer narrative:
Mfg's initial report date: (B)(4) 2015. Add'l data/ failure investigation. Technical investigation revealed clear evidence of fluid ingress in the back-up battery supply on the rear of the device contributing to the reported smoke from the device.